Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular lead had dislodged one day post implant as confirmed by an x-ray. It was noted that pacing failure was seen as well. The rv lead was repositioned an remains implanted. It was suspected there was an issue with the fixation of the suture sleeve resulting in the dislodgment. No additional adverse patient effects were reported.